Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg). Bg value not provided. Elevated bg was addressed by exercise. System check was performed with tandem technical support and no pump issues were identified; however, customer reported using the insulin and cartridge for 10 days (240 hours). Tandem technical supported educated customer that the pump user guide indicates humalog is indicated for 48 hours. Tandem technical support recommended that customer consult with healthcare provider regarding elevated bg.